Event description:
The surgeon experienced a 3.5mm twinfix anchor backing out post-operatively. Surgeon stated that he performed a shoulder procedure in 2002 on a football player with excellent bone quality and large muscle mass. The procedure consisted of a slap repair, which was performed without issues. The slap repair pt dislocated their shoulder, was x-rayed, which showed that one of the two 3.5 twinfix anchors that had been implanted had migrated from the pt's glenoid. A revision surgery was performed and the loose anchor was removed. The surgeon felt the migration of the anchor was the direct result of the pt not following their post-operative instructions. Additional info has been requested for the lot number, date of initial surgery and revision surgery.